Event description:
Caller reports blood glucose results of 892 mg/dl and 852 mg/dl obtained on the sensor system. The results are outside the numeric range of 10-600 mg/dl of the device. Urinalysis test produced a result of 1000 mg/dl (timeframe between meter results and urinalysis was not provided). A result of 230 mg/dl was obtained on an ambulance meter 30 mins following sensor meter results. The hosp measured 210 mg/dl, and two hrs later, he was released from the hosp. No medical treatment was administered. Requested return of suspect device.

Manufacturer narrative:
The event occurred in a foreign country.